Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer (fse) performed and signed service installation record (sir). System meets specification as per sir. There is no evidence of a product problem that caused or contributed to the reported event. The laser was verified prior and after the treatment by a field service engineer (fse) and passed the acceptance criteria. Logfile review for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed gas change and performed scanner test, and performed the necessary energy check, eye tracker test and fluence test without any issue. The logfile shows eighteen successfully performed treatments. The reported treatment could not be identified in the logfile, due to missing treatment report, but only one treatment for a right eye was cancelled on the reported event date. The treatment was reloaded, and surgeon was able to fire the remaining shots. The second treatment for the right eye was performed successfully with two interruptions. The energy was stable the whole day. No technical problem can be identified during logfile review. The root cause could be identified as external patient condition related, because the patient had a very small pupil and was very nervous, as indicated from surgeon. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported laser was no longer able to maintain the eye tracking due to the too small pupil and stopped in the unknown eye of a patient with no patient harm, during lasik surgery. The patient's pupil was drip-fed back to normal and the treatment was to continue. However, due to the long interruption, the laser did not automatically resume treatment. The surgeon stopped the treatment and manually restarted it from the point where it had stopped. As a result, the treatment was successfully completed.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).